Event description:
The customer reported bending rubber epoxy was missing and worn off. The issue occurred during maintenance of the device. The issue involved an olympus rhino laryngo videoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.